Manufacturer narrative:
(B)(4). Batch #: t93w07. Investigation summary: the device was returned with the jaws misaligned and the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn-in was observed. Additionally, the tissue pad was damaged, melted, and 100% present. The device was tested on a gen11. The device did activate. The device opened and closed as intended. No "difficult to open or close" issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue.

Event description:
It was reported that during a laparoscopic appendectomy, it was found the jaws had been misaligned at the first activation. The device did not touch something like a metal. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.